Event description:
It has been reported to philips that manual table movement during an apc recall causes the system to lock up and require a system restart. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system on site and confirmed that the system was working according to specification. Contrary to the initial information reported, the system did not lock up or require a system restart. The user merely stated that the stand apc movement stops when the table is moved manually at the same time. The automatic position control (apc) functionality allows the user to move the stand and table to positions based on reference images, to previously stored positions, or to predefined projections. Since release 2.1 of azurion the table movement are included in the apc functionality. As a side effect, the table cannot be moved manually when executing apc at the same time. The stand apc movement will stop when the table is moved manually. Based on the investigation results, philips concludes that there was no malfunction of the system. Therefore, this complaint is not reportable.